Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing, incorrect interpretation of signal, and myopotential over-sensing. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
Correction: b5, h6.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing due to myopotential over-sensing. Programming changes were made on the device. No patient consequences.